Manufacturer narrative:
Citation: miller, greg a. Et al. (2011) percutaneous salvage of thrombosed immature arteriovenous fistulas. Seminars in dialysis-201. Doi: 10.1111/j.1525-139x.2011.00846.x. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as 2134265-2013-02269, 2134265-2013-02380, 2134265-2013-02381, 2134265-2013-02382, 2134265-2013-02383, 2134265-2013-02384, 2134265-2013-02385, 2134265-2013-02386, 2134265-2013-02388, 2134265-2013-02389, 2134265-2013-02390, 2134265-2013-02391. It was reported via a journal article that during a percutaneous salvage of thrombosed immature arteriovenous fistulas procedure an angioplasty induced rupture occurred. The rupture was successfully treated with the placement of a stent.